Event description:
It was reported the patient¿s incontinence returned and impedances were measured to be greater than 4,000 ohms. It was determined the lead had been pulled out/disconnected from the connector of the implantable neurostimulator (ins). The ins had been placed in the abdominal area. As a result of the disconnection, the patient had a revision to replace the ins. Following the replacement, impedances were indicated to be 1,150 ohms and the patient was ¿perfect.¿ a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. Analysis of the implantable neurostimulator (ins) found no anomaly. The returned ins was tested with a known good lead and normal impedances were measured on all circuits and electrode combinations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.